Event description:
The customer contact reported that the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. The customer contact reported on (B)(6) 2012, between 0730 and 0830, the device was unplugged from the ac power outlet while the pt walked the hall. It was reported that 15 to 30 minutes later, the pt returned to their room and the device was plugged back into the ac power outlet. After an unspecified length of time, the pt notified the nurse that the device did not beep when the pt pendant was pressed. At an unspecified time, the nurse entered the pt¿s room and found the display was blank and the device had powered itself off without sounding an audible alarm tone. The nurse powered the device back on and reprogrammed the device with the previously programmed parameters. At 1300, the device was again unplugged from the ac power outlet and the pt went for another walk. After an unspecified length of time, the pt returned to the room and the device was plugged back into the ac power outlet. After an unspecified length of time, the pt again notified the nurse that the device did not beep when the pt pendant was pressed. The nurse entered the pt¿s room and again found that display was blank and the device had powered itself off without sounding an audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. The nurse reported that the pt was also receiving oral norco 7.5mg/325mg as needed; therefore, the pt¿s pain level was reported as ¿manageable.¿ there were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device powered itself off. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the service center. A review of the pump indicates that on (B)(6) 2012 at 0803, the pump was powered on, 0.4mg totals cleared, history cleared, check injector alarm, confirm alpha vial, and the pump was programmed to deliver a drug concentration of 0.2mg/ml in the pca only mode, with a 0.2mg/ pca dose, a 6 minute pt lockout, no dose limit selected, settings confirmed, and the door was locked. Between 0807 and 1115, there were five 0.2mg pt initiated deliveries and 1 unmet demand. At 0000, new day (B)(6) 2012. Between 0116 and 0622, there were eleven 0.2mg pt initiated deliveries, door opened and locked, and shift clear 3.2mg. Between 0708 and 0904, there were four 0.2mg pt initiated deliveries and power loss alarm. Between 0132 and 0133, pump was powered on, totals clear 0.8mg, history cleared, bar code not read alarm, check vial alarm, check syringe alarm, confirm alpha vial, pump was programmed and confirmed to deliver a drug concentration of 0.2 mg/ml in the pca only mode, with a 0.2mg pca dose, a 6 minute pt lockout, no dose limit selected, settings confirmed, and door locked. At 0134, there was one 0.2mg pt initiated delivery. At 0202, power loss alarm. This report represents all the info known by the reporter upon query by hospira personnel.